Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent an open reduction internal fixation (orif) on the left clavicle approximately 1 month ago. Postoperatively two of the screws are backing out medially. Surgeon has recommended waiting another 3 weeks to allow callus formation before removing the plate as the reduction currently remains adequate and further surgery at this stage is not recommended. This report is on unknown screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Report is for unknown screws, quantity 2. Implant remains in the patient. (B)(4).investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.